Manufacturer narrative:
Concomitant products: product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3389s-40, lot # v047362, implanted: (B)(6) 2008, product type lead; product ID 3389s-40, lot # v038036, implanted: (B)(6) 2008, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37602, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient¿s right extension and implantable neurostimulator (ins) were removed due to a suspected infection. Additional information was requested, but was not available as of the date of this report.